Manufacturer narrative:
Section b2: correction section d4, h4: additional information manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of power and flow spikes, a specific cause for these events and the report of a ramp indicating thrombosis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The submitted log file captured minor, transient elevations in power and estimated flow on (b)(2019, reaching values up to 9.9 w and 11.0 lpm, respectively. Despite these parameter elevations, the pump appeared to have functioned as intended at the set speed with no atypical alarms throughout the duration of the submitted data. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had an open heart procedure in 1994 for valve stenosis and currently has aortic insufficiency (ai). The device alarmed for power and flow elevations, which were confirmed through log file evaluation. A ramp study revealed device thrombosis. However, lactate dehydrogenase (200 u/l), plasma free hemoglobin and CT scan were normal. Patient was on IV billrudin, plvavix and on chronic dobutamine infusion. Patient was in hospital and stable. Manufacturer technical services reviewed the log file and observed no drive line damage. There were a few low speed operations due to the set speed being set lower than the set low speed. X ray was performed which revealed nothing remarkable.

Manufacturer narrative:
Additional information.

Event description:
Reason of low speed advisory was not known. No percutaneous lead replacement was performed.